Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located in hill-rom cage shop at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the brake casters were worn. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2006 to 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.